Event description:
In 2009, the lay pt contacted lifescan (lfs) alleging that her one touch ultra link meter read inaccurately high. The complaint was classified based on the customer care advocate (cca) documentation because the medical surveillance specialist (mss) was unable to contact the pt by phone. The pt claimed that she obtained a reading of >600 on the lfs product and she took insulin. She said a reading of 124 was obtained on another, non-lfs meter within 10 minutes. It is not clear whether the pt took insulin after both readings or between the readings. The pt claimed to feel lousy and ate cookies to boost her blood sugar afterward. The cca noted that the lfs test strips had been open longer than the discard date, were expired, or had been stored incorrectly. Any of which, can contribute to inaccurate readings. The pt's products were replaced. This complaint is reported because the pt alleges that she took insulin after obtaining an inaccurately high reading on the lfs product. She claims that she had to treat herself with cookies afterward.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.